Event description:
It was reported that when the patient recharged the battery on the day prior to the report, the implantable neurostimulator (ins) was at half and the patient thought ¿it had gone.¿ it was noted that the patient¿s back started to hurt ¿pretty bad¿ while riding the lawn mower. The patient tried to turn the stimulation on, but couldn¿t feel any stimulation for the right lead. It was noted that patient could feel stimulation on the left side. There was no known accident or incident related to the event. It was further reported that there were out of range impedances of greater than 10000 ohms involving electrode #2. It was noted that the patient was reprogrammed due to loss of stimulation therapy on the right side after mowing. The reporter noted that the patient was programmed around the open and the patient was happy. Information omitted, see related pe (B)(6). It was further reported that the cause of the event was possibly due to mowing the lawn. It was noted that there were high impedances on selected electrodes and the patient was programmed around those electrodes with good coverage. The reporter noted that following the reprogramming on (B)(6) 2013, the patient had good coverage of his pain. It was noted that the patient did not require hospitalization due to the event and patient outcome was no injury.

Manufacturer narrative:
Concomitant products: product ID: 3487a-56, lot# v741665, implanted: (B)(6) 2012, product type: lead. Product ID: 3487a-56, lot# v741665, implanted: (B)(6) 2012, product type: lead. Product ID: 3708220, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3487a-56. Lot# v741665. Implanted: (B)(6) 2012, product type: lead. Product ID: 3487a-56. Lot# v741665. Implanted: (B)(6) 2012, product type: lead. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).